Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 9mm longitudinal tear starting at the proximal balloon waist. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another balloon catheter. No patient complications were reported and the patient's status was good.